Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by pharmacist (hcp) and a consumer, who contacted the company to report an adverse events and a product complaint (pc), concerned a (B)(6) year-old female patient of unspecified origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25, 100 units/ ml) cartridge via a reusable pen (humapen luxura half dose) for the treatment of type 1 diabetes mellitus beginning on an unknown date in 2000. Dose, route of administration and frequency were not provided. On an unknown date humapen luxura did not work and appeared that the humapen luxura was blocked (pc 4749476; lot 1510g01). Approximately on (B)(6) 2019, at night she had altered glycaemia values. Blood glucose values were 30 (units not provided), she was almost unconscious and had to call an ambulance. Information regarding corrective treatment. Outcome of the event was recovered. Status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was not provided. Follow up was not possible due to lack of consent. The user of the humapen luxura hd device was patient and her training status was not provided. The general device duration was not provided. The humapen luxura hd device duration of use was not provided. The action taken and the status with the suspect device were not provided and its return was expected. The reporter pharmacist and consumer did not provide the relatedness of the event with insulin lispro protamine suspension 75%/insulin lispro 25%. The pharmacist did not provide the relatedness of the event with humapen luxura hd device and the consumer considered that the event of hypoglycaemic unconsciousness was due to humapen luxura hd device failure. Update 29-may-2019: information received on 23-may-2019 and also received on 24-may-2019 were processed together. Edit 30may2019: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Edit 04-jun-2019: upon review of the information received on 23-may-2019, model number was selected as ms9673a. No other change was made in the case. Update 07-jun-2019: information was received from the affiliate on 04-jun-2019 . No new information was received and no new medically significant information was updated to this case. Tr number associated with the drug and device was provided.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by pharmacist (hcp) and a consumer, who contacted the company to report an adverse events and a product complaint (pc), concerned a 30-year-old female patient of unspecified origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25, 100 units/ ml) cartridge via a reusable humapen luxura half dose (hd) pen, for the treatment of type 1 diabetes mellitus beginning on an unknown date in 2000. Dose, route of administration and frequency were not provided. On an unknown date, her humapen luxura hd pen did not work and appeared that the humapen luxura hd pen was blocked ((B)(4); lot 1510g01). Approximately on (B)(6) 2019, at night she had altered glycaemia values. Blood glucose values were 30 (units not provided), she was almost unconscious and had to call an ambulance. Information regarding corrective treatment. Outcome of the event was recovered. Status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was not provided. Follow up was not possible due to lack of consent. The user of the humapen luxura hd device was the patient and her training status was not provided. The general device duration was not provided. The humapen luxura hd device duration of use was not provided. The suspect device, which was manufactured in oct2015, was not returned to the manufacturer. The reporter pharmacist and consumer did not provide the relatedness of the event with insulin lispro protamine suspension 75%/insulin lispro 25%. The pharmacist did not provide the relatedness of the event with humapen luxura hd device and the consumer considered that the event of hypoglycaemic unconsciousness was due to humapen luxura hd device failure. Update 29-may-2019: information received on 23-may-2019 and also received on 24-may-2019 were processed together. Edit 30may2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04-jun-2019: upon review of the information received on 23-may-2019, model number was selected as ms9673a. No other change was made in the case. Update 07-jun-2019: information was received from the affiliate on 04-jun-2019 . No new information was received and no new medically significant information was updated to this case. Tr number associated with the drug and device was provided. Update 26jun2019: additional information received on 26jun2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1510g01 relating to humapen luxura hd device. Corresponding fields and narrative updated accordingly. Edit 11jul2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting, checked device evaluation.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 26jun2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a pharmacist reported on behalf of a female patient reported that the patient's humapen luxura hd was jammed and sometimes it was not administering the dose consistently. The patient experienced hypoglycemic unconsciousness. The device was not returned to the manufacturer for investigation (batch 1510g01, manufactured october 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 22aug2019 in the b.5. Field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: a pharmacist reported on behalf of a female patient reported that the patient's humapen luxura hd was jammed and sometimes it was not administering the dose consistently. The patient experienced hypoglycemic unconsciousness. Investigation of the returned device (batch 1510g01, manufactured october 2015) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by pharmacist (hcp) and a consumer, who contacted the company to report an adverse events and a product complaint (pc), concerned a 30-year-old female patient of unspecified origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25, 100 units/ ml) cartridge via a reusable humapen luxura half dose (hd) pen, for the treatment of type 1 diabetes mellitus beginning on an unknown date in 2000. Dose, route of administration and frequency were not provided. On an unknown date, her humapen luxura hd pen did not work and appeared that the humapen luxura hd pen was blocked (pc 4749476; lot 1510g01). Approximately on (B)(6) 2019, at night she had altered glycaemia values. Blood glucose values were 30 (units not provided), she was almost unconscious and had to call an ambulance. Information regarding corrective treatment. Outcome of the event was recovered. Status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was not provided. Follow up was not possible due to lack of consent. The user of the humapen luxura hd device was the patient and her training status was not provided. The general device duration was not provided. The humapen luxura hd device duration of use was not provided. The suspect device, which was manufactured in oct2015, was returned to the manufacturer on 23jul2019. The reporter pharmacist and consumer did not provide the relatedness of the event with insulin lispro protamine suspension 75%/insulin lispro 25%. The pharmacist did not provide the relatedness of the event with humapen luxura hd device and the consumer considered that the event of hypoglycaemic unconsciousness was due to humapen luxura hd device failure. Update 29-may-2019: information received on 23-may-2019 and also received on 24-may-2019 were processed together. Edit 30may2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04-jun-2019: upon review of the information received on 23-may-2019, model number was selected as ms9673a. No other change was made in the case. Update 07-jun-2019: information was received from the affiliate on 04-jun-2019 . No new information was received and no new medically significant information was updated to this case. Tr number associated with the drug and device was provided. Update 26jun2019: additional information received on 26jun2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for pc 4749476 associated with lot 1510g01 relating to humapen luxura hd device. Corresponding fields and narrative updated accordingly. Edit 11jul2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting, checked device evaluation. Update 22aug2019: additional information received on 22aug2019 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date returned to manufacturer for the device for pc 4749476 associated with lot 1510g01 of humapen luxura hd pen. Corresponding fields and narrative updated accordingly.